Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer reported a blood glucose level of 225 (mg/dl). The infusion set was changed after the customer performed troubleshooting independently.